Event description:
Due to a device removal requiring intervention. The physician attempted an arteriotomy closure using the starclose device after a diagnostic procedure in a surgical suite. There were no problems reported during the device insertion or deployment in the common femoral artery, which was reported to be greater than five (5) mm. However, the device became stuck on scar tissue and, as the pt was already in a surgical suite, the physician removed the device and suture the pt. No additional hospitalization time or procedures were reported.